Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: granuloma: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported left side "capsule-like connective tissue with chronic glanulating inflammation, here too focal evidence of lymphoid cells with significant nuclear enlargement." Later reported "along the left internal mammary artery, there is a somewhat prominent lymph node measuring 6 mm." Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy.

Event description:
Patient representative reported left side "capsule-like connective tissue with chronic glanulating inflammation, here too focal evidence of lymphoid cells with significant nuclear enlargement." Later reported "along the left internal mammary artery, there is a somewhat prominent lymph node measuring 6 mm." Device has been explanted.